Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's remote monitoring system was unable to interrogate this implantable cardioverter defibrillator (ICD). Troubleshooting was done and a patient initiated interrogation was attempted but not successful. The device remains in service. No adverse patient effects were reported.